Manufacturer narrative:
Concomitant products: physician programmer model: 8840, serial# unknown; catheter model: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).

Event description:
It was reported that a pump memory error message occurred while the patient visited the doctor's office due to feeling "tighter". The patient was brought to the emergency room (ER) the next day for general pain but once arriving at the ER the patient denied having pain. It was later confirmed that the programmer that was used to interrogate the patient device did not have an updated software card and could not recognize the asceda model 8780 catheter. Eleven day after the first report, the patient was brought to the ER again reporting an "increased spasticity burning in the hands and wrist pain". The patient was given a bolus. The patient was being infused with baclofen via the pump. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient had some response but it 'waned; however nurse notes communication with patient and family has been a bit more challenging as patient and family are hearing impaired and all communication is by fax.' It was reported the patient had continued to have follow-ups for dose titration.

Manufacturer narrative:
(B)(4).